Manufacturer narrative:
The device was received with scratched lcd window, scratched case and keypad overlay texture damage. Missing segments/partial display not confirmed during testing. The device passed the self test and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was damaged and they did not see the screen very well. The customer¿s blood glucose level was 81 mg/dl at the time of the incident. Customer stated that they was in hospital due to an infection not related to diabetes. Troubleshooting was performed. Customer was advised discontinue use of the insulin pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.